Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged adhesive around the objective lens and the light guide lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the internal dirt on the light guide lens, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center indicated that the adhesive around the objective lens and the light guide lens was damaged, and the light guide lens had internal dirt. There was no patient involvement.